Event description:
There was no allegation against the 1.8mm drill bit. The surgery was successfully completed. There were no adverse consequence/s that affected the patient because of the reported event.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there were no damage or defect with the vet lockscr ø2.4 self-tap l14 t8 sst. A dimensional inspection was performed for the vet lockscr ø2.4 self-tap l14 t8 sst and met specifications. A functional test was not performed as the device was returned itself. The complaint condition was not able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the observed condition of the vet lockscr ø2.4 self-tap l14 t8 sst would not contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the following source controlled drawings reflecting the current and manufactured revisions were reviewed: - locking screw 2.4*xx st sd se_147562 rev. D (current and manufactured). -sb-threads - m&q se_105512 rev. Ac. Dimensional inspection: drawing: se_105512 rev. Ac. Feature: major diameter specification: the major major. Measured dimension: device used: mitutoyo digimatic caliper . Manufacturing location: monument. Manufacturing date: 10-jan-2022. Part number: vs208.014, 2.4mm locking screw self-tapping 14mm. Lot number: 584p841 (non-sterile). (B)(4) pieces were scrapped in cell at op #10, mill and thread head, for a broken tooling failure. Production order traveler met all inspection acceptance criteria apart from the 15 pieces noted. Inspection sheet, in process / inspect dimensional / final inspection, ns069457 rev j met all inspection acceptance criteria. Packaging label log (pll) lmd rev ab was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all visual, dimensional and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿screws cannot penetrate distal cortex after drilling¿ does not indicate breakage of the screw. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: a1, a2, a3, a4, g4, 510k#: device is a veterinary product. No patient information will be reported. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in netherlands as follows: it was reported on (B)(6) 2023, that several 2.4 locking screws cannot penetrate distal cortex even after through-and-through drilling with 1.8mm drill bit . There was 20 minutes delay due to the related event. This report is for one (1) vet lockscr ø2.4 self-tap l14 t8 sst. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.